Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer had the pump in their pocket and was not outside of the labeled operating altitude range. Customer's blood glucose level was 284 mg/dl. Reportedly, the customer was unable to clear the alarm. Customer reverted to manual injections for insulin therapy.